Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis determined that there was insufficient information to determine the root cause of the anomaly. No hardware parts were replaced as a form of investigation.

Event description:
Medtronic received information that, during a spinal case, the image acquisition system (ias) was in "standalone mode". Confirmed the ias was getting power from the mobile view station (mvs). Rebooting three times resolved the issue and they were able to proceed. There was no reported impact on patient outcome and a delay to surgery of less than one hour.